Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of a leadless implantable pulse generator (ipg) the leadless ipg was unable to be recaptured due to blood clots in the delivery system. The leadless ipg and delivery system were removed and replaced. No patient complications have been reported as a result of this event.